Event description:
Reference to (B)(6) for related complaints (documenting cassette #2 used with pump #2 with under delivery) no patient injury reported.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol b10010116, as a result of warning letter cms#617147.